Manufacturer narrative:
Additional information was received that the patient¿s difficulty charging was due to the ipg that was placed too deep. The patient underwent a replacement of the ipg per physician¿s preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.

Event description:
A report was received that the patient had charging issue as the ipg had flipped. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient had charging issue as the ipg had flipped. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient had charging issue as the ipg had flipped. The patient will undergo a pocket revision procedure.